Event description:
Affiliate reported that the patient was acute for sdh, edh and review of a skull fracture. The patient received a codman icp express and micro dialysis. After the operation ,the icp increased to 50-60 mmhg, which caused a treatment with saline and "pentolhainatrium" without effects. A CT scan was ok and there was no explanation for the high icp value. The micro dialysis value was normal.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The supplier performed this evaluation. During the evaluation, a review of quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was also evaluated and the following observations noted: 1. The pressure sensor is undamaged. 2. The catheter material is pinched/kinked 6cm and 57cm from the tip. 3. There are multiple bends along the catheter length. 4. The unit passed all tests. Based on the above evaluation, the supplier was unable to verify the complaint. Since this complaint could not be confirmed no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.